Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose was 224 mg/dl. Additionally, resistance was experienced during the fill process and a cartridge leaked. A new cartridge was loaded to address the issue. Reportedly, customer continued using pump for insulin therapy.